Manufacturer narrative:
. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. During preparation of corresponding treatment a warning message occurred. It is not possible to see whether user corrected patient bed position or not in logfile. The corresponding treatment was performed with one interruption. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an over correction post refractive surgery. The surgeon will wait three to four weeks to get proper post-operative data before deciding on additional treatment. Additional information has been requested. There are multiple related reports for this event. This report addresses patient (B)(6) left eye, and additional manufacturer reports will be filed for the other patients.